Event description:
Device exhibited error code. Product serial number is within date code subject to recall z-00063-2010. During subsequent internal evaluation product was found to have memory chip failure. (B)(4).

Manufacturer narrative:
The 510(k) is for first fr2 clearance. Device internal memory review.